Event description:
Had radiesse injected into nasal folds and marionette lines on chin. Nodules formed under skin. Dr put me on steroids three different times. Still have nodules in chin. They moved around and burn. Dates of use: (B)(6) 2012.